Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is:(B)(4).

Event description:
A nurse reported that the lens cracked upon insertion, in the surgeons words. Lens had to be cut out and removed from the eye during initial procedure. Additional information was requested.